Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 74002, lot# n205561, implanted: 2010 (B)(6); product type adapter product ID 3487a, lot# j0005700v, implanted: 2000 (B)(6); product type lead product ID 3487a, lot# j0005700v, implanted: 2000 (B)(6); product type lead product ID 7495-25, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID 7495-25, serial# (B)(4), implanted: 2000 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient was having a problem with their stimulator and it was not working right. It was further reported that the patient had pain in their right thigh for the past several weeks and was in the hospital for it for the first time at the end of (B)(6) 2014. It was noted that the patient tried decreasing their settings because they thought the stimulation levels being too high may be causing the pain. It was noted that at the time of the report the patient was in a nursing home.